Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer stated that they bean treating their high blood glucose with manual injections. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 386 mg/dl. The customer explained high ketones and vomiting as symptoms of their high blood glucose. After troubleshooting, the customer's insulin pump passed the high pressure test. The customer was assisted with the priming and rewinding of the insulin pump with a new infusion set. The customer was informed that replacement supplies would be sent.